Manufacturer narrative:
The device will not be returned by the customer. Therefore, no evaluation was performed. Bwi field service engineer contacted the customer to schedule service/evaluation of the equipment involved. Customer refused service and stated that the event was not caused by the bwi equipment and no further action required. Bwi concomitant products: carto 3 system, us cat num: m480001, (B)(4); stockert 70 rf generator, us cat num: s7001, (B)(4); coolflow irrigation pump, us cat num: cfp002, (B)(4); preface guiding sheath with multipurpose curve, us cat num: 301803m, lot num: unknown. (B)(4).

Event description:
It was reported that during an a-fib procedure, patient suffered a cardiac tamponade while undergoing ablation. Pericardiocentesis was performed and was transferred to the critical care unit. Patient left the procedure room in stable condition. According to the customer, causality of the adverse event was procedure related.